Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and guide were used as an accessory device for the endovascular treatment of a medtronic stent graft migration/type ia endoleak. The decision was made to repair the stent graft migration/type ia endoleak with heli-fx endoanchors. It was reported that the first guide was brought up and positioned in a straight portion in the aorta. Then an applier was brought up and advanced to the end of the guide. Next the guide was deflected to a 90-degree angulation to the wall. The physician pushed the applier to the wall and pushed the button from the applier in the forward position. After that the system retracted the screw by itself. It was thought that the endoanchor touched a calcification or something else. The physician tried to find another position (4 times) but every time the system retracted the screw by itself. It was thought that the applier failed and another applier was used but the same problem occurred. It was also reported that the endoanchors did not resolve the type ia endoleak and a chimney/endovascular aortic sealing (chevas) procedure was performed. Chimneys were placed in both the left and right renal arteries. In addition to the endoanchors another endurant stent graft was placed into the iliac artery and two aortic cuffs from another manufacturer were also implanted. It was noted that no adverse events were seen on the final angiogram and the procedure was considered a success. Per the physician the cause of the event with the endoanchors was was due to user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the original endurant stent graft was implanted approximately 6 years and 6 months ago from index. The event was discovered during follow up. The proximal type I endoleak was a caudal endoleak from the right renal artery. There was a distal type I endoleak located in the left common iliac artery. There was no stent graft migration observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received determined that the cause of the endoleaks was due to aortic neck dilatation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: review of CT¿s 6- ½ years post-implant revealed that an endurant stent graft system had been implanted in the patient. The bifurcate was positioned several mm¿s below the lowest left renal artery. The bifurcate proximal od measured ~36mm, and there appeared to be lack of stent graft apposition along the lateral-right side; the aortic diameter at the proximal margin measured ~42mm and there was a proximal type I endoleak. The aortic body was straight, and there was 50 deg a-p and 40 deg rt-lt angulation at the flow divider; relative to the distal aorta. The aortic diameter near the level of the sma was 29mm, and no calcification with minimum thrombus was observed within the neck. The bifurcate ipsi limb on the right side was positioned down into the right common iliac artery; the distal right limb od measured 21mm. The contra limb was positioned down into the left common iliac artery; the left limb od measured 26mm. Contrast was seen along the 1cm distal length of the left limb; however, no distal type I endoleak was seen within the aaa sac which measured 59mm in max diameter. The stent graft was patent; no kinks or compression was observed. Review of x-rays and CT revealed that the endurant stent graft system had been completely relined using 2 other manufacture¿s limbs which were seen extending from above the renals, into the bifurcate, and through each endurant limb. The re-lined limbs each measured ~13mm in diameter x 230mm in length, and extended 40mm above the bifurcate fabric. The right limb extended 10-20mm distal to the right/ipsi limb, and the left limb was relined level with the distal contra limb. In addition, ~7 endoanchors were seen having been placed into the proximal 20mm and along the left/anterior and posterior side of the bifurcate. Stents were seen having been placed into both the left and right renal arteries, and another endurant stent graft had been implanted into the distal section of the contra limb. The maximum aaa diameter measured 6cm, and no clear endoleak could be seen. The endurant stent graft system was patent, and no other stent graft issues were observed. The exact cause of the proximal type I endoleak and reported distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for review and comparison. CT¿s returned from 6- ½ years post-implant revealed that the bifurcate was positioned several mm¿s below the lowest left renal artery. The bifurcate proximal od measured ~36mm, and there appeared to be lack of stent graft apposition along the lateral-right side; the aortic diameter at the proximal margin measured ~42mm and there was a proximal type I endoleak. Contrast was also seen along the ~1cm distal length of the contra/left limb. Although no distal type I endoleak was seen within the aaa sac, it is possible that the aaa was also being pressurized distally. The aaa diameter measured 59mm in max diameter. It appears likely that disease progression with neck di latation contributed to the proximal type I endoleak and marginal left distal seal. The cause of the reported heli-fx guide and applier issues could not be determined from the films provided. Images during the endoanchor implant were not returned, and no issues were seen on the post-anchor images provided. Post-implant images noted moderate angulation of 50 deg a-p relative to the distal aorta, which may have contributed. As reported, these issues may have been user related. If information is provided in the future, a supplemental report will be issued.